Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the failure is related to deformation as a result of the design of the device. These drivers have been designed to deform before fracture of the screw. The system includes a solid driver to use for removal of screws if cannulated driver should fail. As part of corrective actions, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address the bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6). Unique identifier - (B)(4). Customer has indicated that the product will not be returned [discarded] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hammertoe correction procedure, the cannulated driver tip fractured off inside the screw head. No adverse events have been reported as a result of the malfunction.